Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with spinal stenosis and flat back syndrome and underwent the following procedures: anterior lumbar interbody fusion l4-l5. Placement of independence cage l4-l5. Anterior fixation screws l4-l5 with anterior plate. Rhbmp-2/acs for bone graft substitute. As per op-notes, ¿at this time, the real independence prosthesis was placed, 15 mm in anterior height, 15 degrees of lordosis, large footprint. One rhbmp-2 soaked collagen sponge was placed in each of the 2 chambers. The prosthesis was then placed into the disk space. Anterior fixation plate and 25 mm screws were placed.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.